Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had medications missing issue. A technical support specialist (tss) found discontinue messages were received for each order. Because order numbers are considered personal health information, tss identified them only by the last digit. Each order received subsequent updates; however, these updates did not change the end time from what was recorded in the discontinue message. Also found orders for specific patient were discontinued by pis system, provided details on missing orders and found orders did not have end date updated. The tss shared the information with the customer. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, medications were discontinued and missing from the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.